Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A replacement interface (umbilical) cable was shipped to the site as it was linked to be the most probably cause for the reported issue. Three documented attempts for the device to be evaluated by a medtronic representative. No response was provided. No additional information was provided by the site nor medtronic representative. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this (B)(4) observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes. Three documented attempts for evaluation made.

Event description:
A medtronic representative reported that there was intermittent communication between the imaging system and viewing station of the imaging system. No additional information was provided. There was no patient present when this issue was identified.